Event description:
Literature: walker hc, watts rl, guthrie s, wang d, guthrie bl, bilateral effects of unilateral subthalamic deep brain stimulation on parkinson's disease at 1 year. Neurosurg. 2009; 65(2): 302-9. Summary: this article presents a prospective study that investigated the effects of unilateral stn dbs on motor function in 37 pts with moderate to advanced idiopathic parkinson's disease. The objective of the study was to quantify the benefit of unilateral dbs on contralateral, ipsilateral, and axial symptoms of advanced parkinson's disease. The pt's were evaluated "off" medication preoperatively (baseline), and then at 3, 6, and 12 months postoperatively.reported event: one pt had poor electrode placement which required repeat surgery to reposition the lead. The pt did reach one-year follow-up. Additional info has been requested, but was no.t available as of the date of this report. Reference literature article attached to MFR report# 2182207200905822.